Event description:
The customer indicated that the ortho provue analyzer interpreted a negative reaction as positive. No erroneous results were reported. False positive test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the site and performed reader camera alignment, optics and fine adjustments. The affected samples and controls were tested with acceptable results. Repairs have returned this instrument to expected operation. This customer has not logged any similar complaints against this analyzer since the incident. Incident is isolated.